Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external hemostatic valve had a tear by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was inserted successfully into the patient, when the catheter was being inserted a lot of air bubbles kept coming when aspirating. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was inserted successfully into the patient, when the catheter was being inserted a lot of air bubbles kept coming when aspirating. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.